Event description:
The pt experienced a severe burn on her back where her bra strap was. She had blisters and had to see a doctor to address the burn. She questioned whether the seat warmer in her daughter's car could have acted in combination with the implant to cause the burn. She had been in the car on a tuesday and wednesday for a total of one hour. The pt was getting relief for her dystonia. The pt did not visit her f/u physician; he had no info about the event.

Manufacturer narrative:
(B) (4)